Event description:
The manufacturer's representative reported that the pt felt "loopiness" and incoherence following MRI. The pump contains baclofen, clonidine and morphine; concentration and dosage are unknown. The pump logs did not reveal a motor stall message. A follow-up report will be sent if additional information becomes available.